Event description:
Pt reported that while priming the infusion set tubing in 2004. They noticed moisture in the device's insulin cartridge compartment. No error was generated by the device. Pt's blood glucose was not affected, and no treatment was rec'd.